Manufacturer narrative:
No trocar valves were returned for evaluation. A device history record review for the product lot was conducted. According to the device history record reviews the product was released in accordance with all product acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The reported lot for this complaint includes affected component manufacturing lot. A non-safety medical device correction was completed and manufacturing change implemented to address root cause. All potentially impacted customers have been contacted and trocar plugs provided. No probe was returned for evaluation. A review of the manufacturing records for the probe did not reveal any related non-conformity during manufacturing for this product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe stopped firing after 436 shots during a vitrectomy procedure. The three valved trocars were also leaking during the procedure. The trocar that was leaking the most was exchanged and the other two were used to complete the procedure. There was no harm to the patient.